Event description:
The information provided to sjm indicated postoperatively, an echocardiogram revealed central regurgitation and endocarditis. The valve was explanted and replaced with a 23 mm sjm masters series mechanical valve.